Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center. Device evaluated by MFR.: the device was returned for analysis. Multiple hypotube kinks were noted. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole leak, 3mm from the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instruction for use using the inflation aid, however, a leak was noted coming from the pinhole tear 3mm from the distal markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in vertical form in the middle at 12atm for 15 seconds at fifth inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in vertical form in the middle at 12atm for 15 seconds at fifth inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).